Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. No moisture damage inside battery tube noted. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received moisture damage. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. The customer is a (B)(6)-year-old female and weights 150 pounds. After dropping the insulin pump in water, it was noted the o ring was loose and not free of debris. Customer was instructed to insert a new battery, but the home screen did not appear on the display. No troubleshooting was performed, nor treatment was administered. The customer was advised that they would be receiving a replacement pump and to revert to the back-up plan. Customer was advised to return the broken pump for analysis.